Manufacturer narrative:
(B)(4).

Event description:
It was reported the vibratory patient notifier did not work when the device was tested in the clinic. Both an inductive and radio frequency telemetry test was performed but both failed. Replacing the device was considered if the physician is not able to get the notifier to work. No further information is available.